Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer changed supplies to address the issue, however, occlusion alarms persisted. Additionally, it was reported that drips of insulin were not seen exiting the infusion set tubing during the load tubing process. Customer's blood glucose level was 278 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.